Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Another rv lead was successfully placed. No additional adverse patient effects were reported. Additional information was received from the field. This rv lead was surgically abandoned due to high shock impedance.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.